Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens in the right eye (od) is planned to be explanted on (B)(6) 2018 and replaced with a monofocal zcb00 lens. The account commented that no out of ordinary medications were administered to the patient. The following section has been updated accordingly: patient code (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If explanted; give date: n/a (not applicable) as to date the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. Reportedly, the patient is complaining of halos that are preventing her from driving at night despite being 20/20. The surgeon is considering the lens explant, but there is no confirmation of intervention at this time. Right eye (od): the target was -0.36; post op: plano +0.75 x 45 = 20/20. No additional information was provided. This report pertains to od (right eye). A separate MDR will be filed for the left eye (os).